Manufacturer narrative:
H6. Device codes: added c63126 conclusion: the device history record for the first valve was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A trivial/mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or nonstructural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. High gradient increase over time can possibly be caused by a variety of factors, such as valve related (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, valve position, etc). Also, high gradients can be caused by a decreased effective orifice area eoa. The presence of stenosis potentially diminished the expected maximum eoa of the device which translates in the increased gradients, as it was reported. With the limited information provided, no images for review and no device returned for evaluation, we are unable to conclusively determine the cause for this report. In this case, a second valve was implanted. No adverse patient effects were reported. This event did not indicate device misuse or malfunction. Additionally, the event description does not indicate a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years, eight months, ten days following the implant of this 31mm transcatheter bioprosthetic valve, at an approximate implant depth of 9mm below the native annulus, the patient presented with a stenotic valve primarily at the left coronary cusp. Trivial paravalvular leak (pvl) and a gradient of 35 mm hg were also noted. A decision was made to implant a smaller 29mm valve, valve-in-valve, slightly higher than the 31mm valve, which decreased the gradients to 3 mm hg, and resolved the pvl. No additional adverse patient effects were reported.